Event description:
A pt contacted our (B)(4) affiliate on (B)(6) 2010 and reported that he/she was diagnosed with a corneal abrasion while wearing acuvue 2 contact lenses. The pt had consulted 2 eye care professionals (ecp). The pt was instructed to discontinue contact lens wear for 1 month. The pt's eye was fine at the time of the call. The product in question was not available for eval and the lot number is unk. We requested consent to contact the treating ecps and the pt was reluctant to provide that info. The pt was contacted again on (B)(6) 2010; the pt reported he/she had a corneal ulcer, not a corneal abrasion. The pt refused to allow us to contact the first ecp he/she contacted and said he/she had seen that ecp one time. The pt offered to allow us to contact the second ecp. On 10/08/2010, our sales rep contacted the medical director of the clinic, and the medical director refused to provide this pt's medical info, even with the pt's written consent. No additional info is expected. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional info is received, we will report it within 30 days of receipt MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method: device not returned. No eval will be performed. Conclusions: no conclusion can be drawn.